Event description:
The lay user/patient contacted lifescan customer service in 2009 alleging that the onetouch ultra2 meter started reading inaccurately high and that he developed symptoms afterwards. The medical surveillance specialist (mss) spoke with the patient the following month, to obtain/verify the following information. The patient first became concerned with inaccurate high meter readings a few weeks after he had dropped the meter. His concern started about 1-2 months before he contacted lifescan. The patient reportedly was getting readings as high in the 400's mg/dl, which is higher than his usual meter readings. Although he felt that the meter readings were inaccurate, he continued to follow his sliding scale for his humalog insulin. He claimed he had "bottomed out" a "few" times within the last 1-2 months. He described his symptoms as being drenched in sweats and feeling cold, and shaky. The patient stated his symptoms would start a "couple" of hours after taking his humalog insulin and getting meter readings in the 200-400 mg/dl range. When he experienced these symptoms, he tested on the subject meter and would get readings in the 20-30's mg/dl. The patient administered self-treatment with glucose gel and did not receive any forms of treatment. This complaint is being reported because the patient reportedly obtained inaccurate high meter readings and then became hypoglycemic after basing his insulin on his meter readings. The patient administered self-treatment with glucose gel and did not receive any other forms of treatment. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection, in a supplemental report.